Event description:
Healthcare professional reported device was found to have a hole in seam. Surgery was completed with backup device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: broken/damaged component: observed an opening assessed as surgical damage. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported device was found to have a hole in seam. Surgery was completed with backup device.